Event description:
It was reported that a 55-year-old caucasian female who underwent a breast augmentation primary with a mentor memorygel, 450cc silicone breast implant experienced left-sided silent rupture, and bilateral ptosis post procedure. The issue was diagnosed through physical examination. As a result patient underwent bilateral replacements with unspecified mentor, silicone implants, bilateral capsulorraphies, and bilateral mastopexies on (B)(6) 2023. This report relates to the right side.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: ptosis. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on april 05, 2023 indicated that date of event occurred on nov 1, 2022. The patient stated that she had a rupture within ten years of her implants being in place. She had them replaced. Her left breast was enlarged and a different shape than the right. At times she experienced significant discomfort particularly after light exercising. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Adverse event review clinical note and patient coding verification: clinical and patient coding were reviewed with the currently available information on 17-apr-2023 per (B)(4). The coding was updated: removed pc anisomastia from ip-01698091( right-side) and added pc anisomastia to ip-01662575( left-side). Per the information provided, the left breast is larger than the right. The pc code breast pain added to both sides due to information of : at times the patient experienced significant discomfort particularly after light exercising. Manufacturer¿s reference number: (B)(4).